Event description:
It was reported by service report that the stretcher stops working periodically. There was pt involvement: however, no adverse consequences were reported.

Manufacturer narrative:
Cam bracket. Stryker technician could not reproduce the failure and found the zoom to be working to specification. Cam bracket was replaced as a precautionary measure.